Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of no image was not confirmed. The video connector was in normal condition. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported the evis exera iii video system center display black and white images on the monitor screen. Subsequently, the screen progressed to blacking out in the same room with different 180 series scopes. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. It was confirmed that when the scope is removed, the color bar appears, and when maj-1430 and the scope are connected to another cv-190, the phenomenon does not occur. Therefore, the probable cause of black and white image display on the monitor screen is due to dust or water droplets on the electrical contacts with the scope or loose cable connections with the light source. The instructions for use (IFU) states: properly and securely connect all cables. If the cable connector has connection screws tighten up the screws. Otherwise, equipment damage or malfunction can result. Olympus will continue to monitor complaints for this device.